Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). One used 6 fr angio-seal sts device was received for evaluation. The plastic pouch was received with the device. Visual analysis inspection revealed that the carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Functional testing revealed that the deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the that the reported event may be related to the device not being in the full forward lock position, or an obstruction to the anchor posting to the distal tip which may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a percutaneous transluminal angioplasty procedures, the 6f angio-seal sts plus device could not be deployed. When withdrawing the insertion sheath it came out without any resistance. The anchor and collagen were not deployed. Hemostasis was not reached. The anchor and collagen seem to be still inside the insertion sheath. Hemostasis was achieved by manual compression without complications. The patient was treated for peripheral arterial disease in the crural region. The procedures was done by femoral access, ante grade puncture and insertion of a 6f 10cm sheath. Some calcification was seen at the puncture site. Plain old balloon angioplasty was performed without any complications. Retrieval of the procedure sheath and insertion of the angio-seal device was performed without problems. Locating the artery and setting the anchor steps were performed without any problems. During the seal the puncture step was the problem. The patient was reported not to be harmed. Additional information was received on 9/7/18: the reported blood loss was less than 10cc's.